Event description:
A (B)(6) male underwent pleural effusion on (B)(6) 2013. A pigtail catheter was inserted per directions and upon attempted removal of guidewire, the guidewire started to fray and broke apart. The entire catheter was removed from the patient immediately with one section of the guidewire intact. The pigtail catheter and guidewire were able to be retracted from the chest in one piece but the wire had frayed and would have potentially broke apart if the physician continued to pull on it. No piece of the device remained inside patient. Reinsertion of another pigtail catheter drain was required. No adverse effect to patient due to this occurrence.

Manufacturer narrative:
(B)(4). The product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. An examination of the returned product shows that the distal weld ball appears intact however the safety has become detached as the end is noticeable exiting the proximal end of the pigtail as is the mandrel wire. A destructive cutdown of the pigtail was not performed. The most likely cause of device failure was a buildup within the pigtail of bio-matter which restricted further manipulation of the wire guide. In the attempt to withdraw the device forces exceeded the design and the wire separated. The root cause is procedure related. We will continue to monitor for similar complaints. There is insufficient risk to warrant risk reduction activities per quality engineering risk analysis.